Event description:
It was reported the tube came away from the sheath. There was no pt injury reported.

Manufacturer narrative:
One fast-cath sheath and tri-port assembly were returned for eval. The stopcock extension tube for the center luer fitting (blue cap) was detached from the tri-port assembly at the bond site and a significant amount of blood was noted on the devices. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection revealed stopcock tubing was separated from the hemostasis luer adaptor body port. This occurred due to a poor bond of the tubing to the port of the adaptor body. It can be deduced from the dimensional inspections that the tubing was of adequate size, but was not inserted to the appropriate depth within the port (approx half of the depth). It is also visibly apparent that too little adhesive was applied to the tubing prior to insertion in the adaptor body port. Failure to apply both of these techniques (replacement of the tubing and adhesive application) would result in a weak bond which likely caused the tubing to detach from the hemostasis body. A new solvent dispenser was put into place to address the problems associated with the solvent coverage on the tubing. This device was manufactured prior to the changes being implemented.